Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) of medical sciences, (B)(6). The title of this report is ¿mini open carpal tunnel release: a new technique using knifelight system.¿ which is associated with the stryker ¿knifelight¿ system. Within that publication, intraoperatively/post-operative complications/ adverse events were reported which occurred from september 2005 to april 2009. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 9 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses tenderness in the right base. The report states: ¿tenderness in the right base was found in 3 cases (2 cases in group I and one case in group ii), of whom one was male (from group I) and 2 were female (from group ii). For them, conservative treatments including drug therapy and splinting were administered.¿